Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of renal insufficiency. During support, groin bleeding was noted around the repositioning sheath. The heparin infusion was held until the activated clotting time (act) decreased to less than 160, and the access angle was re-matched. An additional contributing factor was patient coughing, during which episodes of groin oozing were observed. Hemostasis improved with these measures. The patient survived to explant. The reported major bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support and may have been exacerbated by increased intra-abdominal pressure during coughing.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was related to use related as the issue resolved after the access angle was re-matched.